Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A xtw mitraclip was placed at a2/p2. A second xtw clip was placed medial to the first. When attempting to close the second clip, the posterior leaflet came out of the grasp. Attempt to re-grasp was unsuccessful so the clip was removed. A tear in the posterior leaflet was then observed on echocardiographic imaging, along with mr rising back to grade 4+. The physician noted that leaflet integrity was an issue. No further intervention was performed. The patient is reported to be stable and discharged. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet grasping and capture appears to be related to patient conditions (severe restriction of medial p2 (posterior 2) leaflet with prominent chords present at grasping site). Unspecified tissue injury resulting in unchanged mitral valve insufficiency/ regurgitation (mr) appears to be related to patient and procedural conditions associated with leaflet integrity and positioning failure. Tissue damage and mitral regurgitation are known possible complications associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.